Event description:
There was dampened waveform during iabp. The following was reported to datascope on 7/14/98: even though there was dampening of the waveform, pumping continued. The balloon remained in place. The iab did not fail. There was no pt injury or complicaiton as a result of the event. [Event complications]: unk-reported 6/2598; none-rpt'd 7/14/98. [Pt's current status]: unk-rpt'd 6/25/98.